Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had issues with the infusion set and the insulin pump did not alarm no delivery. Customer's blood glucose was 498 mg/dl. Customer stated the infusion set had insulin at the top and it was cloudy. The infusion set was removed and customer noted it was bent. Customer was advised to push insulin back from where the quick release. Customer declined troubleshooting for high blood glucose. No troubleshooting was performed for the absence of no delivery alarm. The insulin pump is not returning for analysis.